Manufacturer narrative:
(B)(4). All information available to the manufacturer at this time has been submitted.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a patient on continuous cycling peritoneal dialysis (ccpd) underwent hernia repair. It is unclear when the hernia occurred, or if the hernia was pre-existing before the patient started pd therapy. The nurse did not have any further information. As of (B)(6) 2016, the patient was continuing with pd therapy.

Manufacturer narrative:
Serial number: (B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.